Event description:
It was reported that during a breast biopsy, the marker would not deploy. Used a third marker to complete the case. There were no patient consequences reported.

Manufacturer narrative:
Date sent: 5/15/2008. Introducer sheath detached from handle (device a) and clear tip sheared at distal tip/introducer sheath detached from handle (device b). Eval summary: device a was received with the tube detached from the handle and the collagen plug with the clip present. Functional test could not be performed due to the condition of the returned applier. Device b was received with the introducer tip sheared off and missing and with the tube detached. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. Corrective actions have been initiated for the tip shearing issues and marker deployment. Each device is visually inspected and functionally tested during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.